Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0wqma, implanted: (B)(6) 2015, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4)

Event description:
The patient reported poor communication on the patient programmer (pp). The pp was a new one provided to the patient the day prior to this report by the manufacturer representative (rep). It was not communicating with the implantable neurostimulator (ins). She had been trying for an hour. It was noted that she had bandages or swelling from a surgery the day prior to this report. The patient was going to give it a couple of days and try again. She wanted to check the ins status as she was not feeling any stimulation and the implant was not doing anything. Relevant medical history included urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Follow-up was performed to determine what actions were taken to address the issue, and if the issue was resolved. This event will be updated if additional information is received.